Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air gaps were observed between the luer lock and the infusion set tubing. The customer's blood glucose level was 147 mg/dl. The customer primed out the gaps in the tubing. Reportedly, the customer changed supplies and resumed insulin.